Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age: (B)(6). The patient had his initial surgery on (B)(6) 2018. The patient had residual refractive error and enhancement was performed on (B)(6) 2018 in both eyes (ou (ocular uterque)). The steroid drops were increased. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with epithelial ingrowth in right eye. Surgeon performed a yag laser on (B)(6) 2018 to remove epithelial ingrowth. Surgeon unable to provide date of initial surgery but "remember" that there was difficulty in lifting the flaps for both eyes on the surgery date. He was able to complete flap and excimer treatments on the same day. Patient¿s best corrected visual acuity (bscva): 20/30 on (B)(6) 2018, prior to yag laser treatment.